Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported receiving a system message, which caused the system to lock, during surgery. It was not possible to continue the surgery with the system. Instead, the surgeon performed an extracapsular cataract extraction (ecce) to complete the case. Subsequently, several of the cases that were scheduled to follow were canceled. There was no patient harm reported.